Manufacturer narrative:
Case information including facility, surgery date(s), or related patient information was not provided by the initial reporter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that bioburden materials was found in a paragon 28 teno tac caddy. No further information was provided by the initiator.